Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient participating in clinical study presented for lead revision. Increased in capture threshold was observed on the rv lead. Physician attempted to reposition the lead but was unable to due to helix issue. The lead was explanted and a new lead was implanted. All measured values were in range and lead showed proper performance. Patient was stable post-surgery.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
New info received: due to abnormal tissue reaction with loss of capture was observed.